Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the carrier tube was broken on the angio seal device when the package was opened. The following information was provided by the user facility: (1) the carrier tube was found to be broken 3cm distal from the anchor while still in the package; (2) the physician recognized the damage and did not use this angio seal device; (3) the physician used a carrier tube from a new angio seal device; and (4) there was no patient involved due this occurring pre-treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 6f angio-seal vip was returned for evaluation. The carrier tube assembly was returned with the aluminium foil and tyvek pouch. The bypass tube was situated proximal to its manufacturing location and the anchor appeared to posted against the carrier tube assembly. No foreign substance or damage was observed on and to the collagen or anchor. The bypass tube was advanced to the tip of the carrier tube and the anchor was ensconced inside the bypass tube. No further functional testing was possible since the hemostasis sheath was not returned. The exact root cause of the event cannot be determined but it is likely that the bypass tube shifted from its manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. The complaint cannot be confirmed. The anchor was deployed upon receipt but it is likely that the deployment occurred after improperly opening the package or mishandling thereafter. The returned device was functionally tested with no anomalies found. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.